Event description:
It was reported that before surgery the mesher was slipping and not turning properly. The was no patient involvement with no harm or delay reported. An alternate device was available for use. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This medwatch is being filed to make a correction. The following sections were updated/corrected: b4, b5, g3, g6, h2, h10. It has been determined that this MDR is a duplicate of 0001526350-2023-01615. This initial report was forwarded in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2023-01615. The initial report was created in error and should be voided.